Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and an evaluation of the subject device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, noise in the image occurred and temporarily the image could not be seen. Due to damage on ccd unit, b32 (scope data error) occurred and an image could not be displayed. There were few additional findings. Adhesive on bending section cover had a chip. Label on video connector was peeled. The distal end of the device had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely stress of repeated use, external factors or handling may have caused failure of the parts (ic chip/capacitor) mounted on the electrical circuit board, which resulted in the loss of image, b32 error, and temporary noise in the image. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system describes the following warning. < inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean gauze moisture with saline or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.